Event description:
It was reported that on or about 10/03/1995 and 11/13/1995 the pt underwent surgeries in which vicryl sutures were used. It was also stated that the pt may have been exposed to vicryl sutures in the course of surgeries performed on different or add'l occasions. As per the attorney, the exposure to the vicryl sutures caused the pt to develop an infection, bacteremia, discitis, endocarditis and ultimately death on 05/27/1999.